Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies.

Event description:
During implant, high impedance and loss of capture was observed on the left ventricular lead. The lead was explanted and replaced. The patient was in stable condition.